Event description:
Customer 's mother stated that her son was acting oddly, so she checked his blood glucose. He had a very high reading (exact result not reported), so she took him to his doctor. On the doctor's glucometer he had a very low reading (elapsed time and exact result not reported). Details of treatment provided were not reported.

Manufacturer narrative:
The returned product was throughly evaluated and found to be functioning within specifications. The malfunction (blood glucose measurement error) reported by the customer was not confirmed. Qualifications records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide recommends that "you should perform a control solution test when you suspect that your meter or test strips are not working properly or when you think your test results are not accurate, or if your test results are not consistent with how you feel.